Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed contamination under all of the keypad button contacts. Unrelated these issues, investigation revealed that the keypad cover was peeling from the base. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.